Manufacturer narrative:
The manufacturing location was unknown. Device lot number is not known. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a mandible fracture surgery, it was discovered that the pen drive device and attachment device would not work when turned on and would start up again while it was switched off at the handpiece. The devices were used together. There was a 10 minute delay to the planned surgical procedure. It was reported that the case was completed using another epen device. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number was obtained upon device evaluation. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The device manufacture date was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was further noted that the carrier shaft on the device was slightly loose which resulted in minor untrue running. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.